Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that users are unable to authenticate for the first time login. A technical support specialist had provided information to the customer where hospital information technology to check and fix. Customer was non-responsive in attempts to follow up for more information. The case was closed. No response from customer after multiple attempts.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es user unable to authenticate for first time login. The customer stated that the user was one of the few rn on the floor and had failed to remove medication due to this malfunction. There were no adverse events or injuries reported based on this incident.